Manufacturer narrative:
(B)(4). In this case, there was no reported device malfunction. As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records and information provided to abbott vascular. The investigation concluded that the reported event of hospitalization was related to case specific circumstances as the patient was hospitalized for hypoxia. No additional information was provided from the site including device relationship. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).

Manufacturer narrative:
(B)(4). Additional information was received on 20-oct-2016 that reported that the patient effects were deemed unrelated to the study device and procedure. However, since the initial MDR report has already been filed, the event must remain MDR reportable. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previous report, information was received, indicating that the study physician has deemed the patient's hypoxia with re-hospitalization, as un-related to the study device or study procedure. Although the hypoxia and re-hospitalization are not related to the mitraclip device or procedure, this event has been reported; therefore, it will remain reportable. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is conservatively filed for hypoxia with unknown relationship to the study device. It was reported that on (B)(6) 2010, the patient with degenerative mitral regurgitation, underwent a procedure with implantation of one mitraclip, reducing the mitral regurgitation from grade 3+ to 1+ to 2+. In (B)(6) 2015, the patient was hospitalized with hypoxia. The study physician did not provide an assessment of relationship of the device to the hypoxia. No additional information was provided.